Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an infection. The patient would likely undergo a device and leads extraction. No further information was available.

Event description:
New information received notes that the patient's device and leads were extracted due to infection. The patient was stable.